Event description:
It was reported, that the lead was abandoned. And is no longer in service, due to a product performance issue. No additional adverse health consequences to the patient.

Manufacturer narrative:
Received, voluntary medwatch: mw5150113.